Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. E1: unk reporter. Investigation summary: this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show boxes with product code gst60g, lot # t42g31, exp. Date: 2026-07-31. A lot trace was performed on the lot provided and it was concluded that the file is confirmed as a diversion. The photos show boxes indicating the t42g31 lot number which is not found in our quality tracking system. Based on the photos reviewed, the suspect diversion and the counterfeit product are confirmed.